Manufacturer narrative:
Correction. B3 for the initial report should have been 2023-09-05.

Event description:
According to the available information, the article reported clinical study that occurred in france.

Manufacturer narrative:
The complication reported was urinary retention. The reported complication was identified in the risk management document as possible known harm. Complaints will be reviewed routinely with management to monitor complaint trends as part of post market surveillance. No corrective action no further investigation required at this time.

Event description:
According to the available information, following implantation of the virtue sling, the patient experienced acute urinary retention upon removal of the urinary catheter on postoperative day 1. Minute catheterization, then monitoring for a period of 24 hours was performed. The patient then resumed urination without difficulty with residues gradually decreasing from 300 to 130 ml.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.